Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And : "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 due to pain and lack of bony ingrowth. The femoral component, tibial bearing and locking bar were removed and replaced.